Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. The results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: aug 20, 2003. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary nailing of a right tibia, the surgeon was reaming the tibia with a 5.0mm flexible shaft and reamer head and while extracting the shaft, the tip of the flexible shaft broke off. Approximately 2 to 2-1/2 inches of the tip broke off. There were no fragments generated. When the tip broke off it was inside the medullary canal of the bone and the 2.5mm ball tip reaming rod allowed easy retrieval of the broken tip. The tip of the flexible shaft broke an inch above the reamer head attachment. The reamer head was easily removed. There was a surgical delay of approximately 2-3 minutes. Additional medical intervention was not required. The procedure was continued with a second flexible shaft and another reamer head. The patient was implanted with tibial nail ex and 2 x 4.0mm locking screws. The procedure was completed successfully without any further issues. The patient was reported as stable. Concomitant devices reported: reamer head (partial part # 352.xxx, lot # unknown, quantity of 1); 2.5mm reaming rod with ball tip (part # 351.706s, lot # unknown, quantity of 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the manufacturing investigation results are as follows. The returned device (5.0mm flexible shaft, part #352.040, lot # 2072461) was received at customer quality (cq) broken as reported. The tip has sheared off and was not returned for evaluation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No definitive root cause was able to be determined. It is likely that consistent use over the 13 year lifetime of the device and possibly encountering higher resistance than expected while reaming has led to this complaint condition. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, no diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.